Event description:
User facility technician reported that during a pt treatment on a system 1000 hemodialysis device, the intended ultrafiltration (uf) was not achieved. The entire treatment time was completed without any alarms or indications that there was a problem with the uf system. The intended uf goal was 6.5 kg. No pt uf occurred. The problem was identified when the pt was weighed and the initial and final weight of the pt was the same. There was no pt injury but there was medical intervention of an additional dialysis treatment on a different device the following day. Treatment parameters consisted of a 450 ml/minute blood flow rate, 800 ml/minute dialysis flow rate, and a 4.5 hour treatment time.